Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative disabled the extended fluoroscopy and could not duplicate the incomplete boot up issue. The generator and the workstation printed circuit boards were reseated. The system was tested and operates as intended. This event may be an accidental radiation occurrence.

Event description:
The customer reported that the 9800 system fluoroscopy button would stick during x-ray and at times would not boot up. No pt injury was reported.